Event description:
Unable to obtain cardiac output on patient. Cardiac output module & assccociated cables charged twice. New pulmonary system line inserted & still unable to determine cardiac output. Determined two injectable temp cables broken at distal end & one module with excessive noise on temp channel. Removed module for manufacturer repair and replaced injectate temp. Cables. Resulting cardiac output for patienet within reasondevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: component failure, telemetry failure, unanticipated short term complication of procedure, component failure. Conclusion: device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.